Manufacturer narrative:
With all the available information, bsc is unable to conclude the root cause of the incident. This device has not been returned; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient experienced over-sensed noise from a competitor's right atrial (ra) and right ventricular (rv) leads. This over-sensing resulting in pacing inhibition greater than 3 seconds. This patient is pacemaker-dependent and the pacing inhibition resulted in a syncopal episode. The patient was subsequently seen by a family physician and cardiologist who were able to reproduce ra and rv noise through provocative maneuvers. It was alleged that both the ra and rv leads had dislodged, but this has not yet been confirmed via diagnostic imaging. Boston scientific technical services were contacted and suggested more in-clinic maneuvers, as well as thorough diagnostic imaging to confirm a correct lead-to-device connection. A potential system revision procedure was also discussed. The patient was seen in-clinic where provocative maneuvers were able to reproduce the noisy signals. The physician elected to reprogram this device sensitivity and scheduled closer follow up appointments. At this time, the system remains implanted and in-service. The patient was stable with no additional adverse consequences.

Event description:
It was reported that this patient experienced over-sensed noise from a competitor's right atrial (ra) and right ventricular (rv) leads. This over-sensing resulting in pacing inhibition greater than 3 seconds. This patient is pacemaker-dependent and the pacing inhibition resulted in a syncopal episode. The patient was subsequently seen by a family physician and cardiologist who were able to reproduce ra and rv noise through provocative maneuvers. It was alleged that both the ra and rv leads had dislodged, but this has not yet been confirmed via diagnostic imaging. Boston scientific technical services were contacted and suggested more in-clinic maneuvers, as well as thorough diagnostic imaging to confirm a correct lead-to-device connection. A potential system revision procedure was also discussed. At this time, the system remains implanted and in-service. The patient was stable with no additional adverse consequences.